Event description:
A healthcare professional reported that following a phakic intraocular lens iol implant procedure, a spot appeared in front of the left eye the day after the operation. Visual acuity decreased to 0.2. A course of anti-inflammatory and decongestant therapy was performed. On 30 may 2025, visual acuity improved to 0.6. Optical coherence tomography (oct) showed a micro-detachment of the neuroepithelium in the macula. On 20 june 2025, visual acuity of the left eye was noted to be 1.0. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.